Event description:
It was reported that this pre-implanted device recorded a code 1003 message indicative of battery voltage too low for the projected remaining capacity. No patient involvement.

Event description:
It was reported that this pre-implanted device recorded a code 1003 message indicative of battery voltage too low for the projected remaining capacity. No patient involvement.

Manufacturer narrative:
Upon product analysis, this pre-implanted pacemaker was found to have a recorded code 1003 message indicative of battery voltage too low for the projected remaining capacity, likely due to exposure to cold temperatures. The occurs likely due to transport/storage of devices for prolonged periods of time in cold weather, which is an unintended user error. No patient involvement. Corrected initial reporter information.